Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. Note: the strip lot the customer reported was expired at the time of the call, but it is unknown if the strip lot was expired when the medical event occurred as the date of the event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that he attempted to test on his adc blood glucose meter and was unsuccessful due to an error-3 message appearing on the meter display after sample application. It was further reported that the customer was hospitalized due to diabetic ketoacidosis because he was unable to use his meter. Customer was administered an insulin injection at the hospital. No additional information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR(s) (device history review) for the omni strips and freestyle lite meter were reviewed and the DHR(s) showed the omni strips and freestyle lite meter passed all tests prior to release. Retain testing was not performed for omni strips because the lot expired at the time of investigation. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that he attempted to test on his adc blood glucose meter and was unsuccessful due to an error-3 message appearing on the meter display after sample application. It was further reported that the customer was hospitalized due to diabetic ketoacidosis because he was unable to use his meter. Customer was administered an insulin injection at the hospital. No additional information was provided. There was no report of death or permanent impairment associated with this event.